Manufacturer narrative:
The field service engineer found the sample probe was misaligned and was rubbing on the side of the cuvettes and he found the probe was missing the seal. The top of the cuvettes and the bottom of the cuvette guards were covered in whole blood. He replaced the sample probe and seal and checked the alignments. He cleaned the cuvettes and the cover guards and also replaced the rinse mechanism tubing. He ran precision testing with all results within specifications. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for qc material and patient samples from the cobas 6000 ul c501 module. Patient 1 initial calcium result was 7.5 mg/dl and the repeat result was 9.5 mg/dl. The initial glucose result was 58 mg/dl and the repeat result was 96 mg/dl. Patient 5 initial total protein result was 5.7 g/dl with a data flag and the repeat result was 6.8 g/dl. Patient 6 initial glucose result was 59 mg/dl and the repeat result was 106 mg/dl. Patient 7 initial glucose result was 63 mg/dl with a data flag and the repeat result was 95 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were believed correct. The calcium regent lot number was 674476. The glucose reagent lot number was 671820. The total protein reagent lot number was 687698. The expiration dates were requested but were not provided.

Manufacturer narrative:
Na.